Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0b0xx, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information reported lab work revealed pseudomonas aeruginosa.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event was not related to the implant procedure. The hcp also reported that there was lead high impedance. Interventions included device explant. The device was interrogated and failed impedance testing. The outcome was reported as resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the severity was no symptoms.

Event description:
Follow up information reported that peri-operative antibiotics (IV ancef 2 grams x2) were administered. The culture source was noted as the surgical wound (which grew pseudomonas aeruginosa). Also, there was no extension component implanted in the patient. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that there was an infection at the sacral nerve stimulator (sns). Signs and symptoms included discharge at the level of the incision site, small inflammatory reaction at the level of the electrode placement side with a small amount of fluid noted when significant pressure was placed at the side. Etiology was incisional site/device tract, lead introducer site, lead extension tract, electrode contact location; related to the device or therapy and related to implant procedure. Diagnostics included examination/palpation with results of inflammation, warmth and fluid discharge at the incision site. Impedance testing failed. Intervention included an explant of the sns device, entire system and it was disposed of according to biohazard instructions. The outcome was resolved without sequelae.